Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient contacted their doctor with a complaint that the therapy stopped working. The doctor connected to the ins, the ins works. But the impedance in all contacts were more than 10,000 ohms. The battery status was okay. The clinician programmer showed stimulation was off and the ins clock had changed. Additional information received reported that troubleshooting was performed and the cause was not identified. The patient will have an x-ray and will have the image already prepared when coming to the next appointment. The date was unknown.

Event description:
Additional information was received from the rep. It was reported that surgery occurred the week prior to (B)(6) 2025. Visually there was an inflection on the loop. This probably led to an internal fracture over time. The rep wanted to save the lead for further examination, but during the revision the doctor accidentally damage the lead with scissors therefore examination was not possible. The doctor threw everything away. A new system and new ins were installed for the patient.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead h2 correction: please note, h6 code b20 no longer applies to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the x-ray showed no problems. A surgical revision was needed. The doctor would do it when the clinic had new systems. There was no time frame. For now, the system was turned off. An image of the x-ray was provided.